Event description:
Procedure type: lap. Cholecystectomy. According to the reporter: at set up of ductus cysticus (was inflammatory thickened chronically), staples could not correctly or completely fired. The surgery had to be extended of more than 30 minutes. Surgery had to be converted to open. The incision had to be extended. There was no blood los. There was no tissue damage or tissue loss. Bile duct revision biliodigestive anastomose had to be performed. There were no post surgery complications. The pt left hospital with well overall status. No reinforcement material was used.

Manufacturer narrative:
(B)(4).